Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump was found to be in good physical condition. The pump underwent delivery accuracy testing, and found the average delivery error to be within the published specification. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a cadd legacy 6500 has failed calibration. No further details provided.